Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was unable to reset the pump due to being at work and leaving the charging pad at home. Customer technical support provided information for the pump reset but could not assist further at that time; the customer is expected to call back later to complete the reset. No additional information was received regarding the outcome of the event.